Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20202. It was reported the patient underwent trial procedure for scs system. Subsequently, the patient experienced a headache. The patient was advised to used fluids, medicines , and lying down to manage the headache. The leads were pulled out as planned. Follow up identified the headache has completely resolved.